Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support, there was a damp area on the filter where the purge tubing connects. The tubing was changed however, after a night it was damp again. It was recommended to change the purge composition and to replace the pump however support continued. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the purge-pump leak has been completed. No product or images were returned for analysis. The root cause of the purge leak - pump was not determined as no product or images were returned and insufficient clinical information was provided.